Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator auto cycled. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 167 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.